Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein retrograde puncture. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. After a guide wire crossed the lesion, a 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation of the stenosis just above the anastomosis part of the vessel. However, during inflation, the balloon ruptured. The procedure was completed with a 4mm x 4cm non-bsc balloon catheter. No patient complications nor injuries were reported.